Manufacturer narrative:
(B)(4). Device evaluated by MFR: the 6f guidezilla" ii guide extension catheter was returned in two pieces. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with collar damage (appeared torqued and flared outward), a kink in the hypotube located at 27 cm from the strain relief, and tip damage (ovalized with slight delamination). The collar inner diameter could not be measured due to the damage. The distal tip inner diameter could not be measured due to the damage, however; the undamaged area on the distal edge of the markerband was measured and met specification. Functional testing could not be done due to the condition (damage) of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28 nov 2017. It was reported that there was difficulty advancing an interventional device through this device. A 6f guidezilla" ii long guide extension catheter was selected for a percutaneous coronary intervention within the distal portion of the right coronary artery mid. The device was delivered to the area before reaching the lesion, but when the physician attempted to pass the ivus catheter through it, it failed to pass though due to the device being too tight. The physician then attempted to pass a stent though this device; it too was unable to pass and was also noted to be damaged at it's distal end upon removal from the patient. After the device was replaced with a different device, the ivus catheter, and a new stent were able to be passed through without issue. The procedure was completed successfully. No patient complications were reported and the patients status after the procedure was "no patient injury." However, device analysis revealed a complete separation at the collar.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device remained intact during use inside of the patient. The device was completely intact upon removal from the patient's body. The cause of the device separation is unknown.